Event description:
Additional information received reported that the patient was discharged from the hospital. None of the hcps at the hospital thought the device or therapy played a role in the fall, they were only calling for MRI information.

Event description:
It was reported that the patient had a fall 3 days ago and was admitted the same day of the fall. They were trying to determine if the patient fell due to the stimulation system or something that occurred with the patient¿s head. The patient had a history of dementia and the health care provider (hcp) wanted to do an MRI of their head. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v998462, implanted: (B)(6) 2012, product type: lead. (B)(4).